Event description:
It was reported that the patient's ICD exhibited signs of undersensing. The patient experienced presyncope during a ventricular tachycardia. Upon review of egms, the device failed to deliver a high voltage therapy due to undersensing of the pacing events. After atrial pacing slowed, appropriate atp successfully treated the arrhythmia. The patient was in good condition after device check. No further information was reported.